Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed. The reported difficult to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral vessel was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, there was resistance during insertion. The device was not deployed. During the attempt to remove the device from the patient anatomy, the guide separated at the foot section between the proximal and distal guide, yet was still held together with the actuator wire. Fluoroscopy was used to view the vessel. A small cut down was used to remove all of the device. A sheath was held in place to achieve temporary hemostasis and then manual compression was applied to achieve final hemostasis. There was a reported clinically significant delay in the procedure or therapy. The patient was discharged to home the same day. No additional information was provided.